Manufacturer narrative:
It was inadvertently reported on the initial manufacturer's medwatch report that the patient was discharged on (B)(6) 2017. The correct date of discharge was (B)(6) 2016. The pump was not returned for evaluation as it was not explanted. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke and neurologic dysfunction as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
In (B)(6) 2016, the patient was admitted into the hospital with an altered mental status, and was discharged on (B)(6) 2016.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 2 years and 7 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2016. The patient had an intracranial hemorrhage in (B)(6) 2015. In (B)(6) 2016, the patient was admitted into the hospital with an altered mental status, and was discharged on (B)(6) 2017. The patient's family member found the patient deceased at home. The family member then disconnected the lvad. No additional information was provided.